Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and the protector of the video cable section was cut. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had an e218 error message, stripes on the images. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the rigid video scope had an e218 error message, stripes on the images. The issue was found during an unspecified procedure. There were no reports of patient harm.